Event description:
Pt reported the infusion device displayed an e8 power interrupt error following a "blackout of the screen." Pt removed the battery and reinserted it after 15 minutes, and the e8 power interrupt error continued. Pt was unable to confirm and clear the error message by pressing the check button. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was returned for evaluation, and a preliminary investigation revealed the soft component of the up/down button is damaged due to handling with a sharp object. This allowed liquid to enter the infusion device and resulted in an always activated button; therefore, pt was unable to clear the e8 power interrupt error. Additional info will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.